Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 95% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery. A 7.0mm x 40mm x 135cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 5 seconds, the balloon ruptured vertically from distal to middle part. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and patient was in good condition.

Manufacturer narrative:
Initial reporter address 1: (B)(6).